Event description:
It was reported to tyco healthcare/kendall on 08/28/2006, that a customer had a problem with a vistec sponge that was inside a sri surgical kit. The customer states that the 4x8 gauze is crumbling, when used in surgical procedures. According to the distributor (sri surgical), the incident occurred during open heart surgery.

Manufacturer narrative:
At this time, a sample has not been received. An investigation is currently underway, upon completion the results will be forwarded.